Manufacturer narrative:
The suspect is the advantage test strips

Event description:
Customer using accu-chek advantage system. Reporter states customer did back to back testing immediately on the same meter with results of 189mg/dl and 190mg/dl. Reporter states blood was drawn right after for the lab with results of 94mg/dl. Location of testing not provided. Reporter states pt was not treated based on the readings. Quality controls were run, and level 1 controls were out of range, while level 2 controls passed. No adverse event reported. A request was made for return of suspect product and a replacement was sent. Accu-chek advantage system: accu-chek advantage test strips lot# 522749, exp date 03/31/2007.